Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2016, atrial pacing impedance measured 34 ,018 ohms, up from a trend of 348-596 ohms. Since (B)(6) 2016, 27,9312 open circuit paces and 75 non-physiological senses with 1,097 ,902 successful paces were observed.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and high thresholds with loss of capture noted, resulting in pacemaker-mediated tachycardia. The lead was reprogrammed to unipolar and thresholds and impedance returned to normal. The lead and pacemaker remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.